Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a silver and black broken cable at the wrist of the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cable was fully broken. No thermal damage was observed, and no fragments fell into the patient's anatomy. The instrument was inspected prior to use, and it did not collide.